Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 32 mm amplatzer septal occluder was selected for implant. While the device was being deployed, it was noted that the occluder didn't take the desired shape. The device was removed and replaced with a 34 mm amplatzer septal occluder to resolve the event. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. Per the instructions for use, the recommended size delivery system for use with a 32 mm amplatzer septal occluder is a 12f.